Event description:
The MFR received info alleging a ventilator was not charging its batteries. The device was not in pt use. The device has not yet been returned to the MFR for eval by the MFR. At this time, we are unable to confirm the alleged malfunction. A follow up report will be submitted when the MFR's investigation is complete.